Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of complaint history identified additional similar complaints for the reported items. However, as the lot number are unknown, an additional review could not be performed. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Radiographs were provided but not sent to a radiologist for review as the provided x-ray's are of poor quality and are cellphone photos of that are not perpendicular (can distort the anatomy and prosthesis). With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10- oxf twin-peg cmntd fem sm PMA item# 161468, lot# unknown. Oxf anat brg rt sm size 3 PMA item# 159568, lot# unknown. Multiple MDR reports were filed for this event, please see the associated reports: 3002806535-2023-00127, 3002806535-2023-00128. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised from a oxford pks to a total knee for unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.